Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, these electrode pads caused the associated device to fail self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corp. And the customer's report was not replicated or confirmed. Our evaluation concluded that there were no assembly or performance discrepancies. Analysis of reports of this type has not identified an increase in trend.